Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 2.5-2.75mm wide, de novo target lesion was located in the moderately calcified, moderately tortuous, occluded right coronary artery (rca). After the lesion was predilated with a 2.0x12mm apex balloon, a 2.5x32mm taxus liberte stent delivery system (sds) was advanced and the stent was deployed in the mid rca. Next, a 2.5x24mm taxus liberte sds was advanced proximal to the first stent and deployed successfully. Lastly, the physician tried to advance a 2.25x12mm taxus liberte atom sds through the two just placed stents but the sds would not cross. Upon removal it was noted that the stent dislodged and was found outside the patient. The procedure was completed with a 2.25x13mm non-bsc device. No patient complications were reported and the patient's status is ok.